Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 325 mg/dl and a bolus was delivered to address the bg level. The contact reported that the non-tandem continuous glucose meter was not operating properly and was thought to be the cause of the high bg. The contact also reported that the pump date and time were off by one day due to traveling to a different time zone. The date and time were corrected. The customer acknowledged the information and declined further troubleshooting.